Event description:
Subsequent to the initial MDR, additional information became available. It was reported an unspecified malfunction/issue occurred occasionally between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient said he was hospitalized 15 times in the past 2 months. This report is 2 of 2 allegations of insufficient information for complaint classification that had similar event details (this record captures the other 14 events). When asked if he had already reported all those events, he answered "yes." Technical support tried to still get the details and dates to check records, but the customer refused to provide any information. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 12:06 am with transmitter/wearable serial number (B)(6). The sensor session lasted 6 days and ended due to unknown reasons on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. On the date of the reported event ((B)(6) 2026) the egvs were within target range for the entire day. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
It was reported an unspecified malfunction/issue occurred occasionally between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient said he was hospitalized 15 times in the past 2 months. This report is 2 of 2 allegations of insufficient information for complaint classification that had similar event details (this record captures the other 14 events). When asked if he had already reported all those events, he answered "yes." Technical support tried to still get the details and dates to check records, but the customer refused to provide any information. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This report is 1 of 2 allegations of insufficient information for complaint classification that had similar event details. Related records: (B)(4).